Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5063957) on 18-aug-2016. The most recent information was received on 23-aug-2021. This spontaneous case was reported by a lawyer and describes the occurrence of rash ('rashes') and abdominal pain upper ('tremendous stomach pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2020, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), abdominal pain upper (seriousness criterion medically significant), fatigue ("fatigue"), alopecia ("hair loss"), tooth loss ("teeth loss") and urinary tract infection ("numerous utis"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the rash, abdominal pain upper, fatigue, alopecia, tooth loss and urinary tract infection outcome was unknown. The reporter considered abdominal pain upper, alopecia, fatigue, rash, tooth loss and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5063957) on 18-aug-2016. The most recent information was received on 09-aug-2021. This spontaneous case was reported by a lawyer and describes the occurrence of rash ('rashes') and abdominal pain upper ('tremendous stomach pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2020, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), abdominal pain upper (seriousness criterion medically significant), fatigue ("fatigue"), alopecia ("hair loss"), tooth loss ("teeth loss") and urinary tract infection ("numerous utis"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the rash, abdominal pain upper, fatigue, alopecia, tooth loss and urinary tract infection outcome was unknown. The reporter considered abdominal pain upper, alopecia, fatigue, rash, tooth loss and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 9-aug-2021: pif received: case become serious incident. Essure insertion date and removal date, product indication, patient dob, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.